Manufacturer narrative:
Concomitant medical products: 4058m45 lead, implanted (B)(6) 1994.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. It was also noted that the right ventricular (rv) lead exhibited unstable and high impedance measurements. Upon removal it was noted that the rv lead suffered stress cracking. The device and lead was explanted and replaced. No patient complications have been reported as a result of this event.